Manufacturer narrative:
The pump passed the displacement test and self test. However, intermittent down arrow/center select button response with pump error 63 alarm (variableinfo = 3) confirmed in the pump history due to broken trace at pin6, u1 keypad assembly.

Event description:
The customer reported via phone call that the insulin pump buttons were not responding and had a hardware low level failure alarm. The customer¿s blood glucose level was unknown. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer was assisted with self test and test did not pass. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.